Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device wasn't filling. Biomed had the issue reported from the floor was that the system alerted that the reservoir was low and couldn't fill. The circulation pump was weak and the 2k pm was due and giving biomed info. Per follow up information received via email on 21may2024, the unit would not be sent. They are going to replace one of the pumps to remedy the solution. No patient involvement. Problem was identified during preparation for use.

Event description:
It was reported that the arctic sun device wasn't filling. Biomed had the issue reported from the floor was that the system alerted that the reservoir was low and couldn't fill. The circulation pump was weak and the 2k pm was due and giving biomed info. Per follow up information received via email on 21may2024 ,no the unit would not be sent in. They are going to replace one of the pumps to remedy the solution. No patient involvement. Problem was identified during preparation for use.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was circulation pump failure. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.